Event description:
A stryker sagittal saw was sent in for repair because it was releasing metal shavings prior to a procedure. There was no patient involvement; no adverse consequence was associated with the event.

Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated; the device was releasing metal shavings from the blade mount during testing. Further investigation revealed a damaged press plug, motor cartridge, bearings and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.